Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the armrest would go up and down intermittently. The fse verified connections for sspl and noted connection was slightly loose. The fse reseated connection and noted the issue still persisted and therefore replaced the sspl as precaution. The fse verified connections from surgeon backplane (sbp) to armrest and noted nothing was out of the ordinary. The fse depressed high resolution stereo viewer (hrsv)/armrest limit switch multiple times. The fse noted on power cycle of system, the armrest was able to move up and down after 10 cycles. The fse performed ergonomics calibration and noted it passed. The system was tested and verified as ready for use. The sspl is a scrap item and will not be returned back to isi.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the armrest on the surgeon side console would not go down all the way. The customer tried a power cycle with no change. The customer then checked the armrest for obstructions and found the armrest clear. Customer stated there were no errors on the system.